Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is a medical event that is not related to the device. Additional observation: red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported rupture. This relates to the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. ¿ silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. No further actions are required as the device was implanted. Aware date set to 4/sep/2023 due to date of lab analysis completion. Correction mw: note in h10 that the device evaluation submitted in the previous supplemental mw was a photo analysis. Device has now been returned and analyzed in this mw. Previous submitted medwatch is for visual analysis.

Event description:
Physician reported rupture. This relates to the right side. Device has been explanted.

Event description:
Physician reported rupture. This relates to the right side. Device has been explanted.

Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.